Manufacturer narrative:
Updated fields: b4,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions, component codes, medical device ¿ problem code),h8, h11. Corrected fields: d4 (lot, UDI), d7a. Dr (B)(6) described the issue. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter -(B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon therapy, iab had difficulty inserting the balloon thru the 8 french sheath, balloon difficult to advance through the valve and the iabp catheter will start to unwrap during the process. There was no patient harm reported.